Event description:
It is alleged by the patient's representative that "the patient sustained severe pain in her hip, and suffered a squeaking and popping in her hip such that she had to undergo an additional operation." It is further alleged by the patient's representative that "in 2006 the patient complained to her doctor about squeaking and she was subsequently revised in 2007 to a metal on plastic bearing surface."

Manufacturer narrative:
As this is a legal case, no additional information is available at this time. Information has been requested.